Event description:
Philips received a complaint by the customer on the v60, indicating that device started logging error code 110b proximal pressure sensor autozero failed message during performance verification testing (pvt). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer that the latest version of the service manual is version t. Diagnostic code 110b - proximal pressure sensor autozero failed. The proximal pressure is not measured, and pressure-related alarms are compromised. 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba and the solenoid valve. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
The customer replaced solenoid 3 to solve the problem. He ran the unit for over 30 minutes and the unit passed the performance verification test successfully. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.